Manufacturer narrative:
The device has not been received at olympus for evaluation however; a return authorization number was requested for the device return by the reporter. Olympus did perform troubleshooting and the customer was advised to try different scopes and the check the socket for damage no issues were observed. If the device is received by olympus, a summary of the findings will be provided in a supplemental report.

Event description:
The user facility reported the device would not produce a image. The reporter stated this occurred during procedure however; there was no mention of any patient harm. The type of procedure is unknown but olympus is attempting to gather additional information.

Manufacturer narrative:
This supplemental report is being submitted to report the device evaluation results. The unit was returned to the service center for evaluation. The customer¿s complaint of ¿the video port is not working correctly¿ was confirmed. The unit was inspected and found a bent pin #14 inside video connector causing no image with our test ltf type vh scope. The unit passed all other functional tests. All video output signals tested normal. The unit was equipped with current software and main switch. The legal manufacturer reviewed the content of this complaint for further investigation. The legal manufacturer reported that the root cause could not be determined. As a result of the DHR review, there were no abnormality in manufacturing, concession, and variation. The legal manufacturer reported that the most probably cause for the reported event is the following: it is presumed that the event occurred because electrical contacts of the video connector socket corroded, a foreign object adhered to the electrical contacts, or the circuit board failed due to accidental failure of parts on the circuit board. In addition, the legal manufacturer reviewed the instruction manual regarding the disconnection of the video connector, the instruction manual contains the following description. Therefore, it is presumed that the event in question can be prevented. When a visera endoscope, oes video converter, or camera head is used, disconnect the video connector of the videoscope cable from the video system center while holding the video system center with a hand so that it does not move and pushing the locking lever down. When an evis series endoscope is used, disconnect the scope side connector of the videoscope cable and place it on the scope cable holder. If disconnecting the video connector of the videoscope cable from the video system center while holding the video system center with a hand so that it does not move and pushing the locking lever down, place it on the side of the scope cable holder. Regarding ¿the video connector and its electrical contacts shall be connected in a sufficiently dry state¿, the instruction manual contains the following description. Therefore, it is presumed that the event in question can be prevented. Make sure that the video connector and its electrical contacts are completely dry before connecting the plug to the video system center. When the video connector and its electrical contacts wet, wipe them as described in the instruction manual for the endoscope. Wet equipment could cause the image to flicker or disappear.